Manufacturer narrative:
Catalogue number and lot number unknown. However, based on shipping records, the manufacturer was able to narrow down to four possible lot numbers. The lot history records for all four lots were examined. Results: examination of the lot history records showed that each of the possible lots passed all acceptance criteria. (Note: description provided here because no relevant result code is available.) Device not returned to manufacturer.

Event description:
According to the implanting physician, who has implanted five tryton previously, the side branch was properly prepped/predilated with an appropriate sized balloon but he was unable to fully advance tryton into the side branch. He did remove the tryton from the body and additionally dilated the side branch. Upon reinsertion of the tryton, the device dislodged from the stent delivery system in the guide catheter and was lost. It took them a while to locate the dislodged stent and then retrieve it by advancing a different balloon past it and pulling it back, removing it fully intact from the body the physician reverted to provisional stenting, stenting across the side branch. He said the patient did fine following the procedure.

Manufacturer narrative:
Based on the new information received, tryton medical no longer considers this event to be MDR reportable. The stent did not become dislodged within the coronary arteries (as originally assumed, based on the information available at the time of MDR submission). It became dislodged within the guiding catheter. The event did not cause or contribute to a death or serious injury and, if it were to recur, it would not be likely to cause or contribute to a death or serious injury.

Event description:
Additional details: the tryton was unable to initially cross the lesion. The tryton was then successfully withdrawn and upon inspection was still crimped on the balloon between the markers. Upon re-entry into the guiding catheter, the tryton stent was dislodged within the guiding catheter. A smaller balloon was inserted into the guide catheter and deployed to retrieve the tryton. The stent did not become dislodged within the coronary arteries.